Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported start up issue; the device would not start because the battery flex and the battery contacts were corroded. Analysis also confirmed the three control knobs and three knob springs were damaged.

Event description:
It was reported three control knobs and three knob springs were found damaged. Follow up indicates the damaged control knobs were functional. It was also reported the device would not turn on. The external pulse generator was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.